Manufacturer narrative:
A return was issued and the product was evaluated upon receipt. The complaint was confirmed for a broken weld under the front of the seat. MDR is being submitted as a result of a retrospective complaint review.

Event description:
The frame broke at a weld under the front portion of the seat.